Event description:
It was reported that the cc4204a collamer single piece lens tore upon insertion. The surgeon cut the lens in half, removed it from the eye and discarded it . Another same model /diopter lens was implanted without any patient injury.

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). Method: lens work order search. Results: a lens work order search revealed one similar complaint within the work order. Conclusion: based on the complaint history and lens work order search, we were unable to determine a specific root cause of the event. (B)(4).